Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the basal delivery history did not match the active basal program. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no serious injury associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-jul-2018 with the following findings: review of the pump¿s basal history for (B)(4) 2018 revealed that the basal history appeared to be inaccurate with the current program due to the user manually changing the amount-per-hour to the current basal program on (B)(4) 2018. The pump was manually suspended on (B)(4) 2018 from 14:06 to 06:13. On testing, there were no hypersensitive or stuck keypad buttons. The pump powered on normally and was exercised for 24 hours without issue. At the end of the exercise, the basal history correctly reflected the programmed rates and the total daily dose amount was accurate. Investigation did not duplicate the complaint and the pump was found to be operating as intended without malfunction.